Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead body damage. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead body damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation of lead body damage was confirmed based on observation of polytetrafluoroethylene bunched or wrinkled 23-31 centimeters (cm) from terminal pin. On some occasions, the friction force that results from contact between the lead and a constricted area was enough to cause the polytetrafluoroethylene to bunch up, that appeared to have happened here. If the bunched polytetrafluoroethylene was significant, it can cause the conductor coils to become offset, which resulted in helix mechanism difficulty and the stylet insertion may be impeded.